Event description:
The customer reported that the 840 ventilator failed to cycle when placed on a patient. The patient was not harmed or injured as a result of the event. The customer troubleshot this issue over the phone and covidien technical service support engineer advised the customer to run performance verification test. The customer reported vent passed all testing.

Manufacturer narrative:
Npb was not authorized to evaluate the device.